Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer was intermittently experiencing abrupt time changes on the pump. Reportedly, the pump time would jump by hours unexpectedly. The customer's blood glucose (bg) was impacted; however, a specific bg value was unable to be provided. Upon reviewing the t:connect data logs, tandem technical support was unable to find any activity related to the reported issue. The customer confirmed that an alternate method of insulin delivery was available.